Manufacturer narrative:
The investigation into the reported "hemolysis" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the patient had pulled back during support causing to reposition the device. Patient experienced reduction of hemoglobin/hematocrit levels. The data logs were returned and suction, impella position in aorta alarms were observed. The cause of the hemolysis issue was due to improper positioning of the device as a result of patient movement per clinical and data log review. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 77-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the patient showed a decrease in the hemoglobin/hematocrit values after implanting impella for which the physician suspected it to be due to hemolysis and the patient had to be given one unit of blood.